Event description:
It was reported by the contract that the customer received a temperature alarm while outside in 90 degree weather and the pump feels warm. The customer's blood glucose level was not impacted. The customer changed the cartridge and infusion set. The alarm was cleared and insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.